Event description:
On 12/20/2021, it was reported by a facility representative via (B)(4) that an ar-6475 pump is experiencing pressure issues. This was discovered during a procedure.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to wear and tear; however, due to the device not being returned, we are unable to confirm the reported event.